Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-18220. The pt reported he went to the emergency room because he was experiencing pain. The pt stated the pain was due to positional stimulation or from the ipg sitting on a nerve. The pt stated he had experienced a fall and afterwards it felt like his ipg moved and he began to experience uncomfortable positional stimulation. The pt stated x-rays were taken and no anomalies were revealed. Follow-up info indicated the sjm rep met with the pt and reprogramming resolved the issue.